Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported while a patient had activated a pod they had received a error on their personal diabetes manager (pdm) stating the pod needle was not in. Once the patient removed the pod from the infusion site it was noticed that the cannula was not inserted into the infusion site but laying on the skin and was bent. The pod was not worn. As treatment, the patient applied a new pod . The pod will not be returned as it has been discarded.